Event description:
It was reported that this right ventricular (rv) lead was explanted due to severe mitral regurgitation. A new lead with different model was implanted. No adverse patient effects were reported.